Event description:
Dual lumen PICC angiodynamics bioflow. Placed (B)(6) 2014 lot number 4689267 both lumens with cracks on (B)(6) 2014 catheter removed and new PICC placed. Diagnosis or reason for use: chemotherapy.